Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection of the full lead revealed blood/body fluid in the distal conductor (not obstructed).

Event description:
It was reported during the implant procedure that the lead was flushed with heparin and nacl 0,9% prior to implant. After pulling the lead back for several reasons (main: cs guiding dislodged), the lead body showed blood inside the first insulation layer. The lead was not implanted. No patient complications have been reported as a result of this event.